Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the extremity of the sheath is malformed and prevents passage in the femoral tract of the patient as well as during transeptal. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the extremity of the sheath is malformed and prevents passage in the femoral tract of the patient as well as during transeptal. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The sheath was returned and sterilized with the dilator inserted. The dilator was removed to proceed with further testing. The sheath steering knob was turned to test for functionality. The sheath was able to deflect and hold deflection. The interface compatibility between the returned sheath and dilator was assessed by re-inserting the dilator into the sheath. The dilator was able to strongly snap into the sheath with no abnormalities experienced. The distal end of the shaft was inspected under the microscope. No signs of damage nor malformation were noted. The outer diameter of the shaft tip was measured with and without the dilator inserted, both measurements conform within the design specification. The outer diameter of the dilator tip was measured to conforms within the design specification. Analysis of the returned sheath and dilator did not find any abnormalities nor defects that could have contributed to the allegation of this event.